Manufacturer narrative:
Device investigation: results: the coil appears to be stretched and stuck inside of its original orange sheath. The coil stretch resistance (sr) wire is broken. The constraint ball is still inside of the (ddt) distal detachment tip. The pet-lock at the proximal end of the pusher assembly is still intact, indicating that the coil was not properly detached. Conclusions: the complaint has been evaluated. The compliant indicates that the coil detached inside the catheter. After evaluating the returned product, an unintentional detachment caused by a broken sr wire was confirmed by the condition of the device. Based on the observations made during device evaluation, it appears that during manipulation of the coil in the catheter, the force put on the device was in excess of the tensile strength of the sr wire causing it to break. There may have been some type of resistance within the coil delivery sheath or the catheter which resulted in friction between the sheath, the catheter, and the coil however, the source of this resistance is unknown. The catheter used to deliver the coil was not returned. The coil sheath appeared to be in good condition. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.

Event description:
The patient was undergoing an embolization procedure using ruby coils. During the procedure, the coil unintentionally detached in the catheter. The coil was removed and another coil was used to complete the procedure. There was no adverse effect on the patient.